Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with the dilator in the sheath. The hub, sheath, and tip of the device were visually and microscopically inspected. Inspection revealed that the sheath had numerous kinks and the distal hole of the tip was stretched. Product analysis confirmed the reported event of sheath kink.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. During recapture of the closure device the was became kinked. No patient complications were reported.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. During recapture of the closure device the was became kinked. No patient complications were reported.